Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that a ventilator had an alarm led failure. It is unknown if there was no patient involvement at the time the issue was discovered, however, no patient or user harm has been reported. The field service engineer (fse) evaluated the incident and confirmed the reported problem and confirmed the power switch overlay needed to be replaced. The power switch overlay was replaced, and this resolved the issue for the customer.